Manufacturer narrative:
Review of received information and logs: review of the provided device logs confirmed occurrence of the reported issue. On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, expiratory valve was found defective and its replacement will solved the issue. Further information was requested, but not yet received.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. Moreover, the ventilator's expiratory valve coil was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).